Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd: UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a case, a patient image was loaded onto the navigation system and the system displayed not optimal for the navigation system. The manufacturer representative (rep) checked the details and the system displayed irregular spacing and thickness and missing slices. There was no patient involvement.

Manufacturer narrative:
H3, h6) software data was received for analysis. It was found that when the archive was loaded, there were few slices that were missed, as in the entire exam. The spacing maintained was 1.25 where as a few slices starting from slice 70, the spacing was not maintained. The system removed a few slices alternatively to maintain spacing for volume reconstruction. The same information was captured in details mentioning irregular slice spacing and missing slices. The issue seemed to be an issue with the image protocol used. But, there was information insufficient to determine the root cause of the reported behavior. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.